Event description:
It was reported that during implantable pulse generator (ipg) program check the device was found reached premature battery depletion during warranty period. The ipg remains in use and replacement scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.